Manufacturer narrative:
Patient information is unknown. It is unknown when device broke. Date of implantation is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter email address is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history record review has been requested. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent hip surgery on (B)(6) 2018. One titanium (ti) cannulated trochanteric fixation nail advanced (tfna) and one tfna helical blade were removed and the patient was revised to a tfn. The original implantation procedure was performed on an unknown date. At a follow-up appointment on an unknown date, the patient complained of pain and an x-ray was done which revealed the nail was broken with no malfunction of the blade. Implants were removed without difficulty. Procedure was completed successfully with no reported delay. Patient's status is stable. Concomitant device reported: tfna helical blade 10mm sterile (part: 04.038.300s, lot: h540343, quantity: 1) this report is for a 12mm/130 deg ti cann tfna 380mm/right-sterile. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device history record (DHR) review : part number: 04.037.258s; synthes lot number: h517685; release to warehouse date: december 20, 2017; expiration date: october 31, 2017; manufacturing site: synthes (B)(4); no nonconformance records (ncrs) were generated during production. The material was reviewed and the hardness value was confirmed to meet the specification with no (relevant) non-conformance noted. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.